Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 626 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump was replaced. The low battery pump alarm was noted by the patient on (B)(6) 2017. An interrogation of the pump revealed the low battery alarm in the logs on (B)(6) 2017. It was unknown if there were any environmental, external, or patient factors. It was unknown if there was any diagnostics/troubleshooting. The pump replacement was on (B)(6) 2017. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The pump and catheter were explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial print-outs of the pump logs revealed multiple resets and low battery resets occurred on (B)(6) 2017, and analysis revealed high battery resistance. Device code (B)(4), result code (B)(4) and conclusion code (B)(4) no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.